Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation in their abdomen when laying on their left side. It was noted that it was caused by the pacing lead at higher amplitude settings. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.